Event description:
It was reported that there were error codes 113 (reduced water temperature control) and 80 (non-recoverable system error) and leakage in an arctic sun device. Per review of wo on 12jan2026, no consequence for patient.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. The arctic sun 5000 to be evaluated at depot. When chiller is disconnected, the circuit breaker doesn't trip. Possible chiller issue causing errors 113 and 80.the outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. Device was leaking. No repairs were performed at this time. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Correction: d. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were error codes 113 (reduced water temperature control) and 80 (non-recoverable system error) and leakage in an arctic sun device. Per review of wo on 12jan2026, no consequence for patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.